Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
The event was reported that immediately upon use with the patient, the customer found the dilator connector detached from the blue dilator. The patient is ventilator dependent. No patient or clinical injury noted.

Manufacturer narrative:
One sample of the 16f 70 curved introducer was received for investigation (part number 005/079/065). The sample was a component of the reported mini-trach® ii seldinger tracheostomy kit (part number 100/461/000). A review of the device history record and incoming inspection date was not possible as no lot number was provided. The returned component was tested per the incoming inspection criteria. The component did not pass functional testing. Investigation was not able to determine the root cause of the reported detachment. (B)(4).